Event description:
It was reported that while using bd facslyric¿ 3l10c instrument, waste leaked outside of instrument. There was no report of user impact. The following information was provided by the initial reporter: " was the leak fluid or air? (If fluid, go to question #2. If air, no further questions required.) Liquid. Was the leak contained within the instrument? ( if not contained, go to question #3. If contained, no further questions required.) Not contained. Was there spray of fluid under pressure? (If yes describe the fluid that sprayed then go to question #7, if no, go to question #4) yes, facsflow mixed with sample residues. What was the fluid that leaked? (If non biohazard, no further questions required. If biohazard, go to question #5)biohazard. Did biohazard leak before or after waste line? (If before waste line, go to question #7. If after waste line, go to question #6)after waste line. Was the waste mixed with decontamination or bleach? (If no, go to question #7. If mixed with decontamination, no further questions required.)no. " was the customer/bd personnel physically in contact with the fluid? (If yes, go to question #8. If no contact, no further questions required.) No physical contact includes: clothing, skin, mucous membrane (e.g. Inhalation), and non-intact skin." Which part of the body was in contact to the fluid? (Please describe then go to question #9). What personal protective equipment (ppe) was being worn? (Please describe then go to question #10). Was there any impact to patient samples due to leak? (If yes, go to patient samples checklist, if no go to question #11). Was customer harmed/injured? (If yes, provide details - how and to what extent? Then go to question #12. If no, no further questions required.). What is the current medical status? (Please describe. No further questions required.). With the sit flush, facsflow came out of the needle."

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd facslyric¿ 3l10c instrument, waste leaked outside of instrument. There was no report of user impact. The following information was provided by the initial reporter: "1. Was the leak fluid or air? (If fluid, go to question #2. If air, no further questions required.) Liquid. 2. Was the leak contained within the instrument? ( if not contained, go to question #3. If contained, no further questions required.) Not contained. 3. Was there spray of fluid under pressure? (If yes describe the fluid that sprayed then go to question #7, if no, go to question #4) yes, facsflow mixed with sample residues. 4. What was the fluid that leaked? (If non biohazard, no further questions required. If biohazard, go to question #5)biohazard. 5. Did biohazard leak before or after waste line? (If before waste line, go to question #7. If after waste line, go to question #6)after waste line. 6. Was the waste mixed with decontamination or bleach? (If no, go to question #7. If mixed with decontamination, no further questions required.)no. "7. Was the customer/bd personnel physically in contact with the fluid? (If yes, go to question #8. If no contact, no further questions required.) No physical contact includes: clothing, skin, mucous membrane (e.g. Inhalation), and non-intact skin." 8. Which part of the body was in contact to the fluid? (Please describe then go to question #9). 9. What personal protective equipment (ppe) was being worn? (Please describe then go to question #10). 10. Was there any impact to patient samples due to leak? (If yes, go to patient samples checklist, if no go to question #11). 11. Was customer harmed/injured? (If yes, provide details - how and to what extent? Then go to question #12. If no, no further questions required.) 12. What is the current medical status? (Please describe. No further questions required.) With the sit flush, facsflow came out of the needle."

Manufacturer narrative:
Investigation summary: scope of issue: the scope of issue is only limited to facslyric 3l10c instrument, part # 659180, serial # (B)(6). Problem statement: customer reported a complaint of a spray of fluid (waste) under pressure not contained within the instrument. Manufacturing defect trend: there are 0 qns (quality notifications) related to the reported issue. Date range from 24nov2020 to date 24nov2021. Complaint trend: there are 4 complaints related to a spray of fluid not contained within the instrument; date range from 24nov2020 to date 24nov2021. Manufacturing device history record (DHR) review: DHR part #659180 serial # (B)(6), file # (B)(4), was reviewed. The instrument met all the manufacturing specifications prior to release. Investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of the spray of fluid not contained within the instrument was due to a worn restrictor. The customer had initially reported that during the sit flush operation, facsflow would leak out of the needle. A tsr (technical service representative) recommended that the customer inspect the v8 pinch valve tubing, waste connectors, and run sit flushes to see if that resolved the issue. These adjustments didn¿t resolve the issue and an fse (field service engineer) was deployed onsite on november 30th. The fse noticed issues with the fluidics of the instrument and replaced the restrictors. No parts were requested for evaluation as the replaced parts are not returnable and were discarded. After the repair, pqc and abort count tests were completed successfully and the instrument was functioning as expected. Although the leakage was in the form of a spray and contained sample residue which is biohazardous, the customer confirmed that they did not come in contact with the leakage and were not harmed in any way. While is instrument was being used for clinical diagnoses, this event did not delay or otherwise affect the treatment of a patient. Proper daily and monthly cleaning and maintenance can help in maintaining a functioning instrument, and instructions on this can be found in the ¿maintenance¿ section of the bd facslyric¿ clinical system instructions for use, #23-19938-02 rev. 1/vers. A. The safety risk is moderate, s3, and there was no impact to customer health or safety. Service max review: review of related work order #: (B)(4), case # (B)(4). Install date: (B)(6) 2018. Defective part number: n/a. Work order notes: o subject / reported: 659180 - facslyric 3l10c instrument - facsflow came out of the needle during a sit flush. O problem description: with the sit flush, facsflow came out of the needle. O work performed: customer visit from november 30th, 2021. We noticed that there was a problem with the fluidics on your facslyric. Replacing new restrictors fixed the bug. Final inspection: - pqc carried out successfully. - abort count events percentage carried out and checklist completed. The device is ready for routine use without restrictions. O cause: restrictor defect. O solution: new restrictor fixed the problem. Returned sample evaluation: a return sample was not requested because the parts that were replaced are not returnable and were discarded. Risk analysis: risk management file part # 10000063058ra, rev. 06/vers. Z, bd facslyric system risk analysis was reviewed. No new hazards have been identified and the current mitigations are sufficient. Hazard(s) identified? Yes no. O azure ID: 89169. O ID: libivd-ra-61 2.1.6. O reg status: ivd; ruo. O hazard: exposure to biological sample. O cause: back drip from injection port (sit). O harmful effects: harm to operator. (Exposure to stained sample). O risk control: - sit design to capture back drips. - provide instruction for universal precautions. O req link (azure ID): 93132 libivd-did-262 sample preservation during pause o implementation verification: - lsvn-1008-dp sit backflow control. - libivd-se-15-51ir o effectiveness verification: - lsvn-1008-dr. - libivd-se-15-51ir. O probability: 1. O severity: 3. O risk index: 3. O residual risk evaluation: a. O new hazards: none. Mitigation(s) sufficient yes no. Root cause: based on the investigation results the root cause of the spray of fluid not contained within the instrument was due to a worn restrictor. Conclusion: based on the investigation results the root cause of the spray of fluid not contained within the instrument was due to a worn restrictor. The fse confirmed the issue and replaced the restrictor. After the repair, the instrument was rebooted, tested, and functioning as expected. No one was harmed or injured, and no medical diagnosis was performed due to the leakage. The safety risk is moderate, s3, and there was no impact to the customer health or safety. H3 other text : see h10.